Event description:
A customer reported that the system displayed low power during photocoagulation. The customer had to increase the power in order to get a laser burn. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and performed system alignment and calibration. The system was then tested and met all product specification. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event was determined to be an out of calibration laser. How the laser became out of calibration cannot be determined at this time. (B)(4).